Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was a venous closure of the right common femoral vein using a prostyle device using the pre-close technique prior to an occlude interventional procedure. Reportedly, the prostyle device separated in 2 parts at the guide. The separated black sheath of the prostyle device was completely removed. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a large-bore sheath and the occluder procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
An analysis was performed on the returned device. The reported material separation was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulty and subsequent treatment appears to be related to circumstances of the procedure. In this case it is likely that the angle of insertion was too steep in relation to the vessel tract, or the vessel tract itself has an abrupt transition. Additionally it was noted that the sheath was found to be deformed due to compressive stress, this damage is considered cascading typical damage from the material separation. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.